Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, when the nurse opened the filaform double pigtail ureteral stent set, it was discovered that one end of the stent had been disconnected. The tether was not attached to the device. The issue with this device was discovered prior to making contact with the patient and it was not used. The device was replaced with a new one. There was no impact to the patient. Investigation evaluation: reviews of the complaint history, device history record, documentation, instructions for use, and quality control procedures were conducted during the investigation. A personnel interview and visual inspection of the complaint was also conducted. Only the stent was returned to cook for investigation. The tether and severed distal coil were not returned. The inspection of the returned device confirmed broken stent. A document-based investigation evaluation was performed. A review of the device history record found no related non-conformances. A search of complaint history found no other complaints for the reported lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provide the following information to the user related to the reported failure mode: precautions the tether should be removed if the stent is to remain indwelling longer than 14 days. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Cook has concluded that the cause of the break in the stent is unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: mobile phone: (B)(6). PMA/510k # ¿ pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the nurse opened the filaform double pigtail ureteral stent set, it was discovered that one end of the stent had been disconnected. The tether was not attached to the device. The issue with this device was discovered prior to making contact with the patient and it was not used. The device was replaced with a new one. There was no impact to the patient.